Event description:
The physician attempted to use a surgical stapler during a procedure and the stapler did not fire. The stapler was removed and a new reload was obtained and used with success. There was no injury to the patient. The manufacturer has been contacted and a representative of the company will pick the stapler up this week. This facility has requested that they investigate and provide us with a report of their findings.